Event description:
Caller reportedly received the following results for a patient on the advantage system within 10 minutes: 58 mg/dl and 102 mg/dl. Caller states that the patient's result of 58 mg/dl was obtained while the patient was in a hyperbaric chamber. Result of 102 mg/dl was obtained once the patient was outside of the chamber. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.